Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2008-00365. It was reported, by the pt's sister, that during a coronary stenting treatment procedure, the tip of the catheter device "broke off" puncturing the heart and caused bleeding in the pericardial sac. The procedure was being performed on the "lower vein of the heart". The pt also experienced a myocardial infarction during the procedure. Further follow-up identified, the device that had fractured in the pt was a pt2 guidewire. The lesion was located in the 1st obtuse marginal in the left coronary artery (lca). The pt2 guidewire perforated the artery, and subsequently broke. A portion of the guidewire detached and remains inside the pt. The procedure was completed with another of the same device.